Event description:
Related manufacturing reference: 3008452825-2023-00049 and 2182269-2023-00006. During the afl procedure, while using ensite x in navx, impedance and display issues were noted which caused delays to treatment. The procedure was completed using a non-abbott catheter (blazer 8mm) and the procedure was completed with no adverse consequences to the patient. During the procedure, it was noted after 15 seconds of ablating at 30w that the impedance spiked to 532 and then to 999 ohms and that the catheter appeared distorted and turned red on the system. The following troubleshooting was done with no resolution: checking the physical connection between the grounding pads and patient's body, checking that the grounds were still plugged into the ampere generator, replacing the flexability se cable, replacing the flexability se catheter, replacing the flexability catheter, replacing the safire catheter, replacing the generator, replacing the power cable and plugging directly into the hospital grounded plug receptacle, power cycling both ampere generators, reconnecting the grounding pad cables from both generators., putting a new non-abbott grounding pad (macrolyte) in a new location, putting a new non-abbott grounding patch (macrolyte) in a different location, disconnecting the ampere from ensite x, replacing the system reference patch, and ending and revalidating a new study. The original ground pads ended up being used a non-abbott catheter (blazer 8mm) and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. Electrode 1 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue remains unknown.